Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that it was leaking occurred at the connector site. After starting hydration on patient via port, leaking occurred at the connector site. Reached the individual but did not cause harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking luer hub connection is confirmed. One 20 ga x 0.75 in powerloc max infusion set and a non-bd needleless injection cap were returned for evaluation. An initial visual observation showed use residue on the returned samples. A needleless injection cap was attached to the luer hub, and the safety mechanism was observed to be engaged. A functional test of flushing water through the infusion set using a 12 ml syringe was performed and a leak was found between the luer hub and the injection cap connection. The infusion set luer hub was then tested with a female iso luer taper gauge and the inner diameter of the luer hub was found to be within specification. The needleless injection cap was also tested using a male iso luer taper gauge and appeared to be out of specification. The manufacturer of the needleless injection cap was notified about this issue. This complaint will be recorded for future trending and monitoring purposes.